Event description:
Reportedly this valve was implanted without issues, then the next day pt rushed back to or due to a septal tear (ventricular septal tear). Dr. Doesnt know if this was caused by the valve, and doesnt think it was. Per doctor, the pt had a large ventricle so probably not valve related. No additional information provided.